Manufacturer narrative:
(B)(4). Upon receipt the stubby handle was visually inspected and no signs of abuse/misuse or damage noted. Sample lot# 142501. A green rusch lite miller 3 fiber optic, single use blade was attached to the handle and engaged. Upon engagement the light in the stubby handle flickered. The stubby handle was disassembled in order to inspect the light chamber assembly. Upon inspection a loose bulb was discovered. The bulb was backed out of the "tight" seating position by approximately two and one half turns. This condition could cause the bulb to not energize at all, and would certainly cause a flickering condition upon blade engagement. The complaint has been confirmed. Root cause is associated with a lack of good "prior to use" inspection and maintenance protocol. No corrective/preventative actions will be assigned. Reference IFU care and maintenance instructions for rusch laryngoscope handles and blades, blades and handles test procedures, "laryngoscope blades and handles should always be tested after cleaning/disinfection/sterilization and prior to use. To test, connect the laryngoscope blade to the handle and pull up to on position. If the unit fails to light or flickers check the lamp, batteries and the electrical contacts". No further action required.

Event description:
The customer alleges that the light flickered during intubation. No report of a patient injury.